Event description:
The nurse reported that memory error and stopped pump mode were noted when the pump was interrogated today. The reporter stated that the pt was experiencing withdrawal symptoms. A follow-up report will be sent if add'l info becomes available.